Manufacturer narrative:
This report is submitted on june 24, 2022

Event description:
Per the clinic, the patient got new glasses that rubbed the incision on his ci causing it to break open & expose the receiver/stimulator. The device was explanted on (B)(6) 2022 under a general anaesthetic. It is unknown if there are plans to re-implant the patient with another device.